Event description:
Four reports of negative donor responses during plateletpheresis were reported to baxter fenwal cqa by this customer. This is report number four. About three quarters of the way through a plateletphersis procedure, a donor complained of a tickle in the throat and coughing. He was given water and a cough drop and the symptoms stopped. This procedure was completed and viable product was obtained. The donor left in good condition. Donor info: 51 y/o m, 280 lb, regular donor, no medications; no dental, medical tx prior to donation, nka, he has been deferred from future apheresis procedures, pending rast results. Procedure info: plateletphersis, 1 hr 45 min duration, vol wb processed: 5810 ml, vol acd infused: 525 ml, vol of product collected: 552, flow rate 60, wb/acd ratio: 11:1. No issues with set up.